Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The blood glucose levels were 47 mg/dl to 150 mg/dl. Customer was treated with food and insulin pump for high and low blood glucose. The customer did not provide details on symptoms related to the high and low blood glucose levels. It was not reported whether the auto mode was active at the time of the incident. Customer did not want troubleshooting for low or high blood glucose. The device will not be returned for analysis.